Event description:
The reservoir was leaking at luer connector. The customer changed three infusion sets, but only one reservoir. Instructed customer to try a new infusion set and reservoir and call the help line if problem persists.